Event description:
It was reported that: the sheath in the kit was not smooth. There was a ripple long the edge of the sheath (described as a "spur"). The physician did not advance it all the way into the patient so as not to cause trauma. The case was completed successfully and there was no reported harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the sheath in the kit was not smooth. There was a ripple long the edge of the sheath (described as a "spur"). The physician did not advance it all the way into the patient so as not to cause trauma. The case was completed successfully and there was no reported harm to the patient.

Manufacturer narrative:
(B)(4), the customer returned one peel-away catheter body analysis. No definite signs of use were observed; however, the peel-away was completely split down the seam lines. Visual examination revealed that one half of the sheath body contained an indentation around the middle of the extrusion. The sheath body appeared folded at the locations of the damage. No defects or anomalies were observed on the other half of the extrusion. The damage on the sheath measured approximately 13mm from the tabs. The total length of the sheath body measured to be 2 3/4", which is within the specifications of 2 5/8" - 2 7/8" per product drawing. The outer and inner diameters of the sheath body could not be accurately measured as the peel-away was already split completely down the seam lines. Manufacturing has been previously contacted regarding this failure mode. They perform a dimensional inspection report on these peel-away sheath extrusion and have found no evidence to suggest a manufacturing related issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. A section of the sheath body was found to be deformed and folded. The sample passed all relevant dimensional inspections, and a device history record review was performed with no relevant findings. Based on the appearance of the damage, the customer report that the defect was observed during use, and the comments from manufacturing, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.